Event description:
It is further reported that the pt was enrolled into the program in 2004. Target lesion 1 was located in the mid-lad with 100% stenosis and was 24mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with predilatation and a 2.75x32mm taxus stent, covering the entirety of a previous stent and the distal stenosis, with 0% residual stenosis. The pt was discharged the following day on asa and plavix therapy. About seven months later, pt presented to emergency dept of non-enrolling hosp in cardiopulmonary arrest. Per family, the pt was experiencing chest pain with severe dyspnea at home, and ceased breathing in the car on the way to the hosp. Cardiopulmonary resuscitation was initiated in the emergency room. Per source documents, the pt developed ventricular tachycardia and underwent unsuccessful defibrillation x2 prior to activation of their ICD. An amiodarone infusion was started, and the pt was placed on assisted mechanical ventilation. A non-q-wave mi was diagnosed, however, cardiac enzymes were not elevated consistent with guideline definition of an mi. The pt was unresponsive to verbal commands, with pupils fixed and dilated an eeg was done at the bedside for suspected brain death. The pt's condition deteriorated with persistent drop in blood pressure, increasing fever, and sudden loss of pulse despite counteractive medications and ICD. The pt was pronounced dead at 18:55. An autopsy was not performed. Death certificate lists immediate cause of death as "end stage dilated cardiomyopathy."

Event description:
Clinical study, it was reported that 7 months after a coronary artery drug eluting stenting treatment procedure, the pt expired. In 2004, the pt was taken to the cath lab. The pt was administered IV reopro and oral plavix. The lesion being treated was 3.0 mm, 100% instent restenosis, mildly calcified left anterior descending (lad) lesion. The lesion was predilated and the physician then placed a taxus express2 8.8% 2.75 x 32 mm drug eluting stent without complication. The pt was discharged in 2/2004 on plavix and asa. About seven months later, the pt was admitted in another hospital in full cardiac arrest. Cardiac enzymes met requirements for a non q wave myocardial information (mi). The pt expired on same day. No autopsy has been performed. In the opinion of the physician the relationship of the death to the target vessel is "unknown".